Event description:
It was reported that the customer's insulin pump needed frequent battery changes. During troubleshooting it was found that the device had button error alarms. The significant event reported leading up to the alarms was the customer sleeping on top of the insulin pump. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected off no power alarm, failed battery test alarm or low battery alarm noted. The device alarmed button error due to moisture damage on keypad traces. The device had minor scratched display window, cracked case at display window corners, and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.